Manufacturer narrative:
The authorized service personnel (asp) replaced the -overlay, power switch, rp-pcba, user interface, ui 2nd gen,v60, rp-cable, user interface to power management to address the reported issue. The asp reported that issue was discovered during setup for patient use. No delay in therapy and no medical intervention was reported. The user interface (ui) pcba was returned for failure analysis. Visual inspection observed no anomalies. The returned ui board was installed into a known good test ventilator unit. The test ventilator led performance is normal. The reported failure was unable to be replicated, no fault was found.

Manufacturer narrative:
Report date: 20sep2021.

Event description:
The customer reported that the led alarms are failing, and they can't be silenced. It is unknown if the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and requested for service repair. The investigation is ongoing.